Event description:
Clinical study. The pt was enrolled in the program in 2004. The target lesion 1 was identified in the proximal lad with 95% stenosis. Refernce vessel diameter was not provided. Target lesion 1 was treated with placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0%. The next day, the pt voiced no complaints of chest pain or shortness of breath. The intra-aortic balloon pump was removed. The next day, exam revealed what sounded like an av fistula, which was confirmed by ultrasound. The pt was taken to the or that day and underwent successful repair of the left groin av fistula. Echocardiogram 3 days later demonstrated an ef of 35-40%. The left ventricle was dilated and globally hyokinetic. Also noted were moerately severe aortic insufficency and mild mitral regurgitation. The pt was discharged the next day. Around midnight on the next day, the pt's spouse found them face down on the bed, cyanotic and tense with minimal repsiratory gagging. Emts were called and CPR was commenced. Two attempts at intubation were unsuccessful. Considerable amounts of reddish-brown vomitus were reported. The pt was shocked 'numerous times', going from ventricular fibrillation to asystole to pea. Further resuscitative efforts upon arrival at the ER were unsuccessful. Large amounts of food particulate matter were suctioned out of the posterior oropharynx. Additional attempts at intubation were also unsuccessful and the pt continued to produce reddish-brown vomitus. The pt remained in asystole and was pronounced dead at 0200 the following day.